Event description:
The following publication reported death, stroke, bleeding and reintervention: catalano ma et al., ¿management of the dissected aortic root in young patients: a propensity score¿matched analysis of mechanical versus bioprosthetic aortic root replacement,¿ published in jtcvs open (2025). The purpose of this study was to evaluate long-term outcomes of mechanical versus bioprosthetic bentall procedures in patients aged 65 years or younger undergoing repair of acute type a aortic dissection (ataad). This was a single-center, retrospective, propensity score¿matched analysis including 146 patients, of whom 79 underwent mechanical bentall procedures and 67 underwent bioprosthetic bentall procedures. The authors reported no statistically significant difference in 10-year overall survival between mechanical and bioprosthetic bentall groups. However, mechanical bentall procedures were associated with a statistically significant increase in the composite endpoint of mortality, stroke, major bleeding, and proximal aortic reintervention at 10 years. Major bleeding events were reported only in the mechanical bentall cohort and were discussed by the authors in the context of anticoagulation requirements in the acute dissection population. Artivion on-x mechanical valves were used in a limited number of patients (3 of 79 mechanical bentall procedures). The study did not delineate adverse events by specific mechanical valve type. No device malfunctions, product deficiencies, or labeling concerns were identified or alleged. According to the authors, in the setting of acute type a aortic dissection where valve-sparing is not feasible, bioprosthetic bentall procedures may be considered due to the reduced anticoagulation burden and overall disease-related risk profile.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
A sample evaluation was not performed as no product was returned. The manufacturing records could not be reviewed as no device identifying information was able to be obtained. The publication ¿management of the dissected aortic root in young patients: a propensity score-matched analysis of mechanical versus bioprosthetic aortic root replacement¿ by catalano et al., published in 2025, is reviewed here. This retrospective, single-center study evaluated patients aged 65 years or younger undergoing composite aortic root replacement for acute type a aortic dissection (ataad) between 2002 and 2022. Patients were stratified based on receipt of a mechanical bentall (mech-bentall) or bioprosthetic bentall (bio-bentall) procedure. Of 1114 ataad repairs, 146 patients met inclusion criteria, including 79 mech-bentall and 67 bio-bentall procedures. The primary endpoint was 10-year survival. A secondary composite endpoint included 10-year freedom from mortality, stroke, major bleeding, and valvular reintervention. The authors report no statistically significant difference in 10-year survival between mechanical and bioprosthetic root replacement. In propensity score-matched analysis, mechanical bentall was associated with a higher rate of the composite endpoint compared with bioprosthetic bentall. Valve distribution data indicate that 3 of 79 mechanical bentall procedures (3.8%) utilized an artivion on-x mechanical valve. Clinical events were reported by prosthesis category (mechanical versus bioprosthetic) and were not stratified by specific mechanical valve brand. Therefore, device-specific outcomes for the on-x valve cannot be determined from the published data. The clinical events described in this publication, including mortality, stroke, major bleeding, and reoperation, are known and identified risks associated with mechanical heart valve implantation and are described in the applicable on-x heart valve instructions for use (IFU). Because the publication reports overall and prosthesis-category outcomes without late linearized event rates specific to the on-x valve, formal comparison to iso 5840-2:2021 objective performance criteria (opc) for mechanical aortic valves is not feasible based on the available data. The outcomes reported in this single-center analysis demonstrate no 10-year survival advantage of mechanical bentall compared with bioprosthetic bentall in young patients undergoing root replacement for acute type a aortic dissection. The study does not provide device-specific analysis for the on-x valve, and the findings are limited to the published data. The publication does not establish a device-related cause or identify a deficiency associated with the on-x mechanical valve. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.